Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, arterial palpation of the left lower limb at the access site was poor. Five days following the valve implant, computed tomography (CT) and echocardiogram revealed stenosis due to dissection of the left external iliac artery. A peripheral thromboembolism was also reported. Endovascular therapy was performed and an 7 x 60 millimeter (mm) medtronic stent was implanted. No additional adverse patient effects were reported.